Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found no arm errors on the system. The kickplate sensor prevented the patient cart from being driven. The fse adjusted the kickplate and the cart was able to move again. The system was tested and ready for use. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed error 22028 - armnet 1 has failed power on self test that was related to the reported complaint occurred during the surgical procedure. This complaint is being classified as a reportable event due to the following conclusion: an arm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called technical support with an arm 1 disabled message. The isi technical support engineer (tse) confirmed logs had 22028 error and site disabled arm. The csr stated the patient side cart (psc) would not move backward due to the error message. The tse stated the arm would be disabled until they did a restart, but the csr stated they had already restarted and the error returned. The site was continuing the procedure with only using 3 arms. The tse stated if the arm error prevents the customer from moving psc back again, they could put the psc in manual mode to move it. The procedure was completed as planned with no reported injury. On 14-mar-2022, isi obtained the following information from the operating room manager. She stated the procedure was completed robotically by using the system with 3 arms. There was no injury to the patient.